Event description:
Account alleged unintentional movement of head up function. He said there was no pt involvement and no injuries occurred.

Manufacturer narrative:
Made several attempts to obtain resolution from the customer without success. Repair is unknown. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.